Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The device communicated properly with minilink transmitter sensor and glucose sensor simulator and no unexpected lost sensor alarm noted. The device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump showed a button error alarm in the alarm history. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.